Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:" date: (B)(6) 2013, inratio: 1.5, 1.6, reference (poc meter): 4.6. Therapeutic range: not provided. Time between tests: not provided (date of poc testing was not provided). Patient self tester stated coumadin was doubled based on low inratio results. Dosage not given. No further patient information provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 1.5 and 1.6 inr, reference = 4.6 inr, mean = 2.57, confidence limits = 1.6-3.4. Precision test was performed on inratio data (mean = 1.55, sd = 0.07, %cv = 4.56). Since %cv is below 20%, the test met criteria. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Neither product expected to return nor strip lot information provided. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Analysis of the client's data from repeat inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered outside the expected variance between test results. No strip lot information was available. Root cause could not be determined from the information provided by the customer. Trend analysis is not required due to no strip lot information provided. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.